Manufacturer narrative:
Actual sample from reported event not available. One unused sample from same reported lot number is available for evaluation. Sample not received at time of this report.

Event description:
The customer reports that after foley catheter was inserted and balloon inflated, frank blood was noted. Urologist re-inserted a foley catheter.